Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer encountered a repeating c-34 error on the integrated electrosurgical unit erbe. The customer power cycled the system multiple times, but the issue remained. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and recorded recurrent occurrences of error c-33, m-18, m-11, and c-34 on 04/29/2026. During testing, the erbe unit displayed error code c-34 at startup, while the erbe log reported code c-84. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.